Event description:
It has been reported to philips that the system did not power on. There was no reported patient or user harm. A philips field service engineer (fse) replaced the dc power supply (dcps) in the m cabinet and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Analysis of the system log files showed connection with the general power distribution unit was lost. Upon troubleshooting, fse found that 12 vdc output was not coming from direct current power supply (dcps). The cause of the dcps failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the dcps of the m cabinet, and the system was returned to good working condition. The codes were updated based on the investigation outcome.